Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90% stenosis, mild calcification and mild tortuosity. The indeflator could not hold pressure to 25 bar and pressure gauge slowly went down. The balloon was connected directly to the indeflator and no air bubble was found. Many attempts were taken but pressure gauge still slowly went down. Another indeflator brand was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device (gauge not increasing/decreasing correctly). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during unpackaging/preparation for use resulted in compromising the device/gauge such that during use resulted in the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported leak and the noted gauge not increasing/decreasing correctly cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: d9, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Correction: h6: component code 4755 removed; 462 added. Type of investigation code 4115 removed; 10 added.